Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 420 mg/dl. The customer was treated with intravenous fluids of saline and insulin, bolused via the pump, and changed pump supplies to address the elevated bg. During troubleshooting with tandem technical support it was discovered that the cartridge air bubbles were in the infusion set tubing and that the basal settings were recently changed without a health care providers guidance. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.